Event description:
It was reported that an impella 5.5 gave suction alarms while implanted in a patient. Additionally, purge fluid was leaking onto component/pressure reservoir. Staff was unsure of where the leak was coming from. The purge cassette was replaced. The following day, some dampness around the reservoir/chamber for the purge was noted. Purge pressures and flows remained stable, and support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk cpi. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
Cut pump was returned for investigation. The data log shows the placement signal trend and suction alarm during the start of the case without observing any motor current spikes or positioning-related alarms. The placement signal trend and flow were seen as normal in the one hour following the start of the case. The doctor reported that 1 unit of blood was administered during the suction event. Additionally, some purge fluid leak was reported around the pressure reservoir without affecting the purge parameters. Purge leak - pump: the returned pump was visually inspected, and no abnormalities were observed other than a cut catheter near the motor. The pump was purged after blocking the purge line's open end, and a reservoir leak was reproduced. The origin of the leak was not identified, so a higher concentration of colored fluid was used to pressurize the device overnight. The leak did not reappear until the next day when the reservoir was manually pressurized to approximately 1200-1400 mmhg, at which point the leak was reproduced across the radial seal of the purge reservoir. The cause of the purge leak issue was determined to be a sidearm reservoir issue, as the leak was reproduced from the reservoir radial seal on the returned product. Low pump flow: the product was cut open, so no investigation could be performed on the low pump flow. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. D9 device returned to manufacturer date added.

Manufacturer narrative:
The investigation of purge leak ¿ pump positioning issues, and low pump flow has been completed. The cause of the purge leak issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. D6b explant date added. D6a implant date was erroneously entered on the initial manufacturer device report number 1220648-2025-28154. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28154.